Manufacturer narrative:
Tech found the bed out of service during preventative maintenance. Pt left siderail spacer tube was not connected to top of rail. Due to missing rivets the side rail would not latch. Replaced ratchet rivets in spacer tube to resolve this issue. Problem caused by misuse.

Event description:
Bed found during preventative maintenance. Stretcher was out of service. Side rail would not latch. No injury reported.